Event description:
It was reported that the 9600 system locked up during a case. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when add'l details become available.